Event description:
The reporter stated that the surgeon noticed a foreign object in a one piece collamer lens model cq2015 vial upon opening it. The surgeon didn't use the lens. No patient contact.

Manufacturer narrative:
Results - a lens serial work order search was performed for similar complaints within the search and no similar complaints were found.